Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue could not be confirmed since the device was not returned for an evaluation. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the 200 micron tfl single use fiber broke inside a patient. The issue occurred in the middle of a therapeutic percutaneous nephrolithotomy for treatment of an upper pole calyceal stone. It was noted that the laser stopped working and then noticed that the fiber was broken just beyond the point at which it entered the cystoscope. The physician removed the scope from the patient and removed the fiber from the scope. Initially, there were no concerns that any part of it was missing. The scope was then reintroduced into the patient via the renal access sheath. As the fluid was turned on, what may have been a small fragment of the blue laser fiber moved across the screen. The physician looked for the fragment in the patient but was unable to find it. It was speculated that the fiber fractured in two places as it entered the scope. Therefore, when the part attached to the machine and the distal part were removed, a small fragment remained within the scope. Thus, when the scope we used again, the fragment was pushed down, through the scope, and into the patient. A CT scan was performed as a result of the broken fiber, but no fragments were seen. Therefore, any fragment that may have been in the patient was left in place, and there is no plan to remove the device unless found at a later date. The patient was to have another planned ureteroscopy procedure (would have been required regardless of this event) and the fiber will be searched for again. The patient was discharged as planned and had no additional impact from the broken device. This event requires two reports: patient identifier (B)(6) is for the fiber. Patient identifier (B)(6) is for the laser system. This report is for patient identifier (B)(6).